Event description:
It was reported that this right atrial (ra) lead was fractured. To date, this lead remains in service. No adverse patient effects were reported. Additional information indicates that this lead was explanted. A new ra lead with a different model was placed. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was fractured. To date, this lead remains in service. No adverse patient effects were reported.